Event description:
Procedure: urological. According to the reporter: during surgery the device tore vessel. There was no further report of prod issue or pt impact. No pt sex, weight or age info was provided.

Manufacturer narrative:
Initial report submitted: 08/07/2008.